Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported poor coupling with recharging. The patient reported that he hadn¿t charged the ins because the belt broke. The patient reported that he was attempting to charge now and was unable to. The patient reported that the recharger was fully charged. The patient reported that he had to move the recharge antenna around to pick up a signal. The patient reported that he couldn¿t get any bars, but the boxes show up and boxes were empty. The patient reported that now he wasn¿t able to get any coupling bars to show up. It was unclear what the patient was seeing on the recharger screen. The patient reported that he now saw 4 coupling bars filled in and the ins battery was blinking, indicating the ins was charging. The patient reported that he hardly ever gets the coupling bars filled in and had a hard time getting a signal ever since the recharger was replaced. The patient reported that the previous recharger was easier for the patient to get signals and get at least 4-5 coupling bars. The patient tried to turn on the ins with the recharger, but the recharger buttons on the side ¿ain¿t working.¿ the patient reported that the ins was currently off. The patient reported that the ins battery was flashing and charging. The patient reported that no part of the ins battery was solid. It was reviewed that the ins needed to be charged and at least a quarter full for the patient to turn the ins back on. The antenna was repositioned over the ins. The patient reported having 4 bars, then 6 coupling bars and then back down to 4 coupling bars. Adhesive discs were ordered for the patient. No further complications were reported.